Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the patient had a heart surgery to replace their mitral valve. The patient initially stated that the surgery was not related to their device or therapy. The patient later reported that the reason the mitral valve was damaged beyond repair was because it likely happened a month or two after the implant surgery, in which the patient had a physical exam where the healthcare provider noticed a strong heart murmur. The patient also stated they had a childhood murmur that went away. The patient reported that during the heart surgery they called someone to turn their implant back on. They had a difficult time turning the implant back on, but they were able to. The patient stated that the surgery was 5.5 hours, and they were out to the following tuesday, but they were still drowsy. The patient noticed the ins was still on the next day, so they turned it off in order to not waste the battery. No further complications reported.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.